Manufacturer narrative:
A steris service technician arrived at the facility and could not determine the volume of the spill as it was cleaned up prior to his arrival. The technician inspected the unit and discovered the drain hose was not in the standpipe which caused fluid to drain directly to the floor. The system 1e at this facility is located on a cart which was presumably moved for cleaning purposes. The staff member who moved the unit did not place the hose back into the standpipe which allowed the used dilution to drain onto the floor. The technician re-inserted the drain hose, tested the unit and confirmed the unit operational. The technician educated the staff on the importance of re-inserting the drain hose into the standpipe after moving the unit.

Event description:
The user facility reported their system 1e unit was leaking used dilution from the back of the unit. There were no procedural delays/cancellations or injuries associated with the reported event.